Event description:
Information received by medtronic indicated that the insulin pump reported low battery alarm or short battery life. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device and will return it for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021. The customer alleged charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2021 at 17:41:00, on (B)(6) 2021 at 18:35:00, and on (B)(6) 2021 at 15:04:00. Insert battery alarm on (B)(6) 2021 at 03:15:27, on (B)(6) 2021 at 01:00:33, and on (B)(6) 2021 at 15:05:21. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery and insert battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Customer alleged for charge/battery lasts less than expected was confirmed. Sleep current measurement test failure suspected to be in pcba 1. (B)(4).